Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the battery in the external neurostimulator (ens) ¿went dead the other day.¿ the trial began on monday and the battery died on tuesday. The patient replaced the battery yesterday. The patient realized that the ens was not working because she had a rectal prolapse. The patient had surgery in (B)(6) to correct the prolapse. The light was currently blinking. The patient reportedly received no instruction on how to work the ens. Additional information received reported that there was no improvement with the test lead. The lead was explanted. There was no patient injury.